Event description:
It was reported that during a ureteroscopy procedure, the physician initiated laser activation to treat a kidney stone using a fiber. Three popping sounds were heard, and the fiber stopped emitting energy and was identified as blown. A second fiber was then used; however, it also failed shortly after activation, with the internal fiber noted to be shattered. The procedure was subsequently completed using another fiber without further issues. No patient complications were reported. This report is for device 2 of 2.

Manufacturer narrative:
Upon receipt of the returned moses 200 d/f/l laser fiber, the device was thoroughly analyzed at the quality assurance laboratory. Microscopic inspection identified burn marks on the fiber connector face without evidence of fiber break or separation, confirming the reported failure to operate. Functional and visual assessment verified damage consistent with connector-related fiber failure, aligning with the reported popping sounds, loss of energy transmission, and inability to continue use. Based on the investigation findings, the observed damage mechanism is addressed within the applicable product investigation plan for fiber connector burn. The failure mode is well understood, previously documented, and within the scope of known and analyzed risks. No fiber break was identified, and no patient injury occurred. Therefore, the event does not meet the criteria for reportability. Based on the analysis results, the fiber damage was confirmed, no new or unanticipated risks were identified, and escalation beyond the complaint is not required.

Event description:
It was reported that during a ureteroscopy procedure, the physician initiated laser activation to treat a kidney stone using a moses 200 d/f/l fiber. Three popping sounds were heard, and the fiber stopped emitting energy and was identified as blown. A second moses 200 d/f/l fiber was then used; however, it also failed shortly after activation, with the internal fiber noted to be shattered. The procedure was subsequently completed using a moses 365 fiber without further issues. No patient complications were reported. Device 2/2.